Event description:
It was reported that the ventilator would turn on and off repeatedly. It is unknown if the ventilator was connected to a patient or if the ventilator had an audible alarm when the reported problem occurred.

Manufacturer narrative:
The field service center replaced the power board to correct the reported problem.